Event description:
Individual received cuts to several fingers from a bact alert blood culture bottle. This technician cut left index finger, left thumb and two right index fingers from a bottle which broke during removal from bact alert system. The technician tried to force bottle out and did not follow protocol. The individual had to have three stitches in the cut on the left thumb. The individual was not wearing gloves and will not give any personal info about herself such as age or weight. Frequency of occurrence statement (21 cfr 803.24 (c) (7)). The package insert and instrument operator's manual offer precautions concerning potential for glass breakage and the universal precautions for handling potentially infectious body fluids. Expected frequency of cuts resulting from breakage of the glass bottle are not specifically addressed in the product labeling. The co believes that the frequency at the time of this report is not greater than is usual for the device. Severity of occurrence statement (21 cfr. 803.24) (c) (7)). The package insert and instrument operator's manual offer precautions concerning potential for glass breakage and the universal precautions for handling potentially infectious body fluids. The degree of severity of cuts resulting from breakage of the glass bottle are not specifically addressed in the product labeling. The co believes that the degree of severity of this incident is not greater than would be expected for the device.